Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to access the fridge. A technical support specialist dialed into the station, and confirmed the user accessed the pyxis system and successfully performed an override. No further issues were observed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis update, nurses don't have access to the fridge. The customer reported that issue occurred when dispensing medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.